Manufacturer narrative:
The field service engineer (fse) reviewed the calibration results and found they did not correspond to the theoretical signals. The fse prepared new calibrators and performed calibration and qc successfully. The investigation did not identify a product problem. The root cause of the event was found to be consistent with incorrect calibration preparation at the customer site.

Manufacturer narrative:
The analyzer serial number is (B)(6). The investigation is ongoing.

Event description:
There was an allegation of questionable elecsys estradiol iii assay results for 1 patient sample on a cobas e 411 immunoassay analyzer. The initial estradiol result was 3000 pg/ml with flag. The customer questioned the initial result as it did not match the patient's clinical history. A 1:5 dilution was made from the sample and tested and the result was 700 pg/ml. Two more 1:5 dilutions were made from the sample and tested and the results were 900 pg/ml and 1200 pg/ml.